Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (code 176) was isolated to a defective esd3 component on the computer/analog pca board. The esd3 pin #5 was measuring 2v to the ground instead of 0v. The root cause for the defective esd3 could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying code 176.